Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or lubrication and/or wear; stall was due to the shaft bearing. Analysis noted wearing on the upper shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for malignant pain and failed back surgery syndrome. It was reported that a routing pump replacement occurred. The pump was returned to the manufacturer.